Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states one wheel spoke is broken. Dealer was not sure what happened that the spoke got broken. No injury reported.